Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for 12 patient samples tested for creatinine jaffe gen.2 (crej2). Based on the data provided, 5 patient samples were erroneous. It is not known if the erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for the patient results. No adverse event occurred. The crej2 reagent lot number was 62002601 with an expiration date of 07/30/2017. Quality controls were acceptable. The field service representative visited the customer site on 12/16/2015. The precision check was acceptable and no further issues have occurred.

Manufacturer narrative:
Based on the available information, the root cause was determined to be contamination of the sample probe identified by the field service representative. It is likely that the contamination of the sample probe caused carry over causing the erroneous results.